Event description:
Customer reported that no drops of insulin were visible at the end of the tubing during the fill tubing step. Customer went to the emergency room and subsequently hospitalized in the intensive care unit (ICU). Customer had a blood glucose level (bg) of 774 mg/dl with the presence of ketones. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy while a replacement pump is being shipped to the customer. Tandem technical support attempted to obtain a release date from the hospital; however, no response has been received from the customer.